Event description:
The customer reported that the column on c-arm will not move. No pt injury was reported.

Manufacturer narrative:
The ge svc rep verified the problem and replaced the p3 power supply. The system operates as intended.